Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. The customer's blood glucose (bg) was below 40 mg/dl with an unknown cause. Bg was treated by consuming sugar. Reportedly, the customer loaded a new cartridge and received an accurate fill estimate. Although requested, the customer was unable to upload pump data for review.